Event description:
Reporter indicated that vns pt has been experiencing continual choking sensation, vomitting and dry heaves. It was also reported that the pt's sleep apnea has worsened since vns implant. It was reported that the pt had very good seizure control initially, but pt is now reports that their seizures have worsened at night. Device diagnostic testing was within normal limits, indicating proper device function. Further follow-up revealed that the pt described the choking sensation as feeling "like someone is pressing their finger down over their trachea" and that this is because the surgeon cut their trachea. Pt was seen by treating neurologist who does ot believe that the pt's sleep apnea has worsened with the vns therapy. The pt's normal mode stimulation was programmed to off (0ma), but their magnet mode stimulation remains activated. An additional sleep study is planned. The pt reported that pt was "all better" after having the normal mode output current programmed to off.